Event description:
Certified nursing assistant at a hospital facility reported performing a glucose test on a patient using an easytouch lancing device. After performing the test, the nurse attempted to remove the lancing device cap. In doing so, the nurse felt she may have punctured herself with the lancet installed in the device. The nurse indicated that she had reported the incident to the facility, but it is unk if any tests were performed to identify bloodborne pathogens that could have potentially been transmitted.

Manufacturer narrative:
The customer has indicated that she will not be returning the product to adc. A follow-up report will be filed should any additional information becomes available.